Manufacturer narrative:
The MFR was unable to conduct an investigation of the device, because it was not returned by the hospital. The cause of the reported event could not be confirmed as the device was not available for investigation. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pump was exchanged due to a pump pocket infection.